Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of luer connector detachment was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a 4fr s/l groshong catheter. The depicted device was implanted in a patient. The visible portion included a segment of catheter shaft, and the two-piece connector. In both photographs, the white compression sleeve appeared to be detached from the clear extension tubing. While device damage was evident in the submitted photographs, inspection of those photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) stress and sharp instrument contact. A lot history review (lhr) of recq2087 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connection of the extension tube came off during the routine catheter maintenance by the patient. The extension tube was subsequently replaced.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq2087 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connection of the extension tube came off during the routine catheter maintenance by the patient. The extension tube was subsequently replaced.